Event description:
Female pt slept in a contact lenses after using moisture-loc solution; scratched eye in taking out contact lens that was painful in am. Presented to optometrist following day and was referred to an ophthalmologist. Given vigamox, erythromycin and cyclogyl. Seen saturday by a different ophthalmologist when worsened and switched to bacitracin, vigamox and cyclogyl. Contact lens case confiscated and cultured and cornea was scraped for specimen. Within 24 hrs, hyphae were seen on the case, and hyphal elements were seen on confocal microscopy lending to strong suspicion of fungal keratitis today, three days later. Pt started on natamycin, ketoconazole. Follow up tomorrow.